Event description:
The cautery pencil is activating and turning "on" without the physician pushing the button.

Manufacturer narrative:
The suspect device was not made available to conmed electrosurgery for eval. A device history record review was performed which revealed no non-conformances. No conclusion can be drawn. We are unable to reproduce/confirm the reported event.